Event description:
Boston scientific received information that during a scheduled device check one month ago, this pacemaker exhibited a longevity estimate of less than six months remaining. Recently, the device was checked and now displayed a longevity estimate of two years remaining. The patient's magnet rate was noted to be 100 ppm which indicated greater than one year of longevity was remaining. The patient will continue to be monitored with a follow up appointment scheduled in three months. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.